Event description:
Additional information was received on 27nov2024: the devices are stored in a cabinet and temperature and humidity monitored twenty-four hours a day, seven days a week.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section b5 as the date the additional information received was inadvertently submitted as 24nov2024 instead of the correct date of 27nov2024. To update section h3 and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device was unused and unopened. The device was unpackaged, and all components were present within the packaging. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective and preventative action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The starting lot numbers for the change are 6fr-0000567242 and 8fr - 0000580214. For additional information concerning the changes that were made due to the CAPA see the CAPA document.

Manufacturer narrative:
A3b: gender: n/a, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: ep tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported angio-seal sheath breakage/disintegration while the product was still in the packaging. The device was never used on the patient. Additional information was received on 24nov2024: the devices are stored in a cabinet and temperature and humidity monitored twenty-four hours a day, seven days a week.